Event description:
During a treatment procedure to implant a self-expanding stent - graff system, the endoprosthesis could not be advanced through the amplatz guide wire. The pt was asymptomatic during this event. The physician used a 17 fr metal introducer sheath for vascular access. The amplatz guide wire was noted to have small folds and "some wavings" along its length. The amplatz guide wire was remvoed and replaced with another device of the same type to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'normal'.